Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, frequent irregular noise episodes were observed. Patient was asymptomatic. Patient will be called in clinic for further lead testing.